Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to a fracture. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.